Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient had a revision on the pump catheter as indicated in her notes. The operation note showed a catheter segment revision kit model 8596sc kit was used. The hcp did not know the reason for revision but said that the revision was done in (B)(6) 2019. No out of box failure was reported. No medical or therapy problem associated with small parts was not reported. No patient symptoms were reported. No further complications were reported.